Event description:
A facility reported that patient was positioned in pins and the pressure on the mayfield modified skull clamp (a1059) dropped from 80 to 60, allowing for slippage. There was surgical delay and no patient injury. A different mayfield clamp was used to complete the "suboccipital crani for resection of cerebellar mass" procedure. Additional information received as follows: 1. Was there any patient injury involve? If yes, please provide details of the patient injury . I was not present during the case. The only report I got from the staff in the room was that there was a loss of pressure while the patient was in pins and the patient was injured. Beyond that, I have no other information.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and when the clamp was properly positioned and put under pressure, it did not move. However, the lock has rotational and lateral movement and a residue buildup is present. As a result, new components were added to replace worn internal parts, and general maintenance and cleaning were performed. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirms the evaluation of the service team, noting that the returned clamp was in worn condition. Root cause - the complaint is not confirmed. The unit does have a slight rotational movement in the lock, but this will not cause any movement while in the locked position. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.